Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was inserted into the coronary sinus and pacing was performed but the pacing threshold was high so pacing was often not possible. When pacing was possible, it was so high that it could not be tolerated so it was discontinued. Different locations were tested but the result was the same. The physician was unsure if it was a physiologic problem or a product problem. A different lead was successfully implanted. No patient complications have been reported as a result of this event.